Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners. No button error alarms were noted. All buttons functioned properly. However, corroded keypad traces were noted. No moisture damage was noted on the electronic assembly.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer reported dropping their insulin pump into the bath. Customer has dried off their insulin pump, but received a button error alarm after. The customer's blood glucose was unknown. Customer also stated they were unable to scroll through their insulin pump. Customer has removed the battery from their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.